Event description:
A complaint was received regarding tego connector that experienced breakage of seal. It was stated, ¿baxter received this complaint on 11-feb-2025 via email from (B)(6). The occurrence date was 6-feb-2025. The customer reported regarding a tego bung (product code: d1000, lot number: unknown) the issue occurred during use. Rubber on tego seemed to peel away from plastic on both permcath lumen.¿

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint of separation on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown. Additional information can be found in b5. Corrected information can be found in d10, h6 medical device problem code and h6 component codes. Updated information can be found in d9.

Event description:
Additional information was received by the customer on 25mar2025 stating that the lot number of the product involved was not available. The status of the product at the time of event during treatment, and the silicone cover on tego was noted to be distorted. When the tego was replaced, the pressures moved within the normal range.